Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. Patient was fine after the event.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Upon receipt, no communication could be established between the device and programmer. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.